Event description:
The hcp reported that the patient experienced increased numbness in his legs following a 0.199 ml bolus of unknown drug. The hcp reported that a 0.395ml bolus was programmed, when they were actually wanting to program a 0.196ml catheter only priming bolus. The drug contained in the patient's pump was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received. Reference MFR report #2182207200800461.